Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn 13164908 was performed from date of manufacture 10/07/2010 to the present date 10/30/2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device. (B)(4) for rear case.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.